Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e601 analyzer. The patient's initial result was 0.338 miu/ml. The doctor "suspected something weird" with the result and asked that it be repeated. On (B)(6) 2012, the first repeat result was 8312 miu/ml accompanied by a data flag. The second repeat result was 8168 miu/ml accompanied by a data flag. Based on the discrepant result, the doctor informed the patient she had a miscarriage although she was still pregnant. There were no adverse affects to the patient. The hcgb reagent lot number was 162501 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be identified with the information provided for investigation. Calibration signals were within expectations and quality results were within ranges. A reagent issue is not evident. Based upon information provided, the sample volume used was approximately 2 ml which is less than 50% of the target volume of 7 ml. A pre-analytical sample issue cannot be excluded. No additional information was available for further investigation. No additional information was available for further investigation.